Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, two (2 each) outback catheters were hung on a hook in stock room several weeks ago, and both seals at bottom of package found to be compromised. The products were not clinically used in a patient. There was no reported patient injury. The products will be returned for inspection. Additional information indicated that both products were stored properly according to the instructions for use (IFU). There was no reported possibility that the products were opened and put back into storage. There was no other damage noted to the product packaging besides the open seals. No additional information is available.

Manufacturer narrative:
Complaint conclusion: a site reported that the seals on the bottom of two outback ltd catheter packages were found to be compromised. The devices were not clinically used on patients. The site reported that the devices had been stored according to the instructions for use (IFU) and had been hung on hooks in the stock room several weeks earlier. They further confirmed that there was no possibility that the products had been opened in error and re-hung on their hooks in the stock room during this time. When the devices were obtained from the stock room, the site noted that the bottom seal of two outback ltd catheter packages were open and compromised. No other damage was noted on the product packaging. The devices were not clinically used patients. Two non-sterile outback products were received within their original packaging pouches, both pouches were received with the cordis seal open. Both samples had clear evidence of seal prints on the mylar material as well as the seal print pattern left by the seal machine band action. This confirms that the complaint pouches were properly sealed at a certain time. No other issues were found. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿packaging/pouch/box - compromised sterility-seal open¿ event was confirmed based on the visual analysis. However both devices revealed evidence of having been properly sealed at one time. The product IFU instructs users to inspect the catheter for any damages and warns them to not use the device if the package is opened or damaged. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Neither the device history record review nor the product analyses suggests that the reported events could be related to the manufacturing process. Therefore, no corrective actions will be taken.